Event description:
It was reported that the pump touchscreen timed off sooner than expected. During troubleshooting with tandem technical support it was determined that the pump was functioning appropriately. There was no reported adverse impact. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.